Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n183299005, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient began to have withdrawal symptoms in (B)(6) 2017. It was determined that the symptoms were caused by the catheter kinking. The pump was removed on (B)(6) 2019 to "see if there was any defect that caused the catheter to kink. .the catheter was left implanted and "capped". No other information was available. No further complications were reported.